Manufacturer narrative:
Patient information (a1-a4) including preexisting medical condition(s) and medications was requested but remains unavailable. C1: cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H3: code "other" was selected as the medical device remains implanted. Return not possible. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore; on (B)(6) 2023, the patient underwent an endovascular treatment of an occlusion of an external iliac artery using a gore® viabahn® vbx balloon expandable endoprosthesis. During the positioning of the gore® viabahn® vbx balloon expandable endoprosthesis, the stent graft of the gore® viabahn® vbx balloon expandable endoprosthesis was dislodged from the balloon. The dislodged stent graft was expanded using pta balloon catheter. The stent graft was implanted in the intended position. The patient tolerated the procedure. The physician stated the stet graft was dislodged due to not enough pre-ballooning, the catheter was stuck at the calcification area, and it was pushed back forcefully.

Manufacturer narrative:
Emdr section h6, codes e, f, b updated as they are deemed more appropriate for this event.